Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11561. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial and right ventricular leads exhibited episodes of noise due to electromagnetic interference. It was noted that the patient is pacer dependent. Programming changes were made. The patient's condition was stable throughout the event.